Event description:
It was reported that during daily inspection of the console, it was found that the fiber was broken. There was no patient present when the break was identified. However, it is unknown when the break occurred or if the broken fiber was used during a procedure. There were no patients injured due to the fiber break.

Event description:
It was reported that during daily inspection of the console, it was found that the fiber was broken. There was no patient present when the break was identified. However, it is unknown when the break occurred or if the broken fiber was used during a procedure. There were no patients injured due to the fiber break.